Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: na; explant date: na; product ID: l-evolutfx-2329; (lot: 0012669917); product type: 0195-heart valves; implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, at 60¿80% deployment, the valve dislodged. Multiple deployment attempts were made, with multiple dislodgements, as the valve was unable to be implanted at the proper depth. Subsequently, the valve was withdrawn, and a second medtronic transcatheter valve was opened and loaded; however, the system was not attempted for implant as the physician elected to use a non-medtronic valve. Per the physician, calcium in the left ventricular outflow tract (lvot) and an aortic root angle of 68 degrees caused the dislodgements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve dislodged and was recaptured 6 times.